Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a sling procedure on an unknown date. Following the procedure, the mesh eroded and broke apart and was melted during endometrial thermal ablation as mesh was reported to be not in correct situation. It was reported that the mesh cut through muscle nerves and tissues and was imbedded into the urethra. The mesh was cut and reshaped. It was reported that the mesh became brittle and razor sharp and tissue surrounding the mesh became inflamed and necrotic. The patient underwent two procedures to remove the mesh and still has mesh implanted that cannot be removed. The patient has experienced incontinence, chronic pain, severe autoimmune reactions and fibromyalgia. No additional information was provided.